Event description:
It was initially reported that the bd pyxis¿ anesthesia station es was found to have fluid ingress due to a leaking fluid bag positioned on the top left side of the device. The component that began smoking and sparking was identified as the metal box shown in the photo provided in the report. Per report, the event was accompanied by a continuous loud noise resembling a "taser", which persisted until the device was unplugged. No further information was provided. Received a copy of the customer's medwatch report from the FDA, which states, "fluid came in contact with the bd pyxis anesthesia station, causing a thermal event with sparks and smoke."

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power supply was damaged due to liquid spill. A field service engineer (fse) observed visible salty water residue across the top and back of the electronics drawer. When the unit was powered on, the internal power supply module produced popping and crackling sounds due to liquid that had leaked into the unit from an IV bag spill from customer. No visible signs of smoke or external electrical short damage were noted, as the damage appeared to be internal to the power supply module. The customer declined to allow the unit to be powered on again for documentation due to concerns about a potential fire hazard. Although a power supply replacement could likely have repaired the unit, the customer refused to allow the unit back into the operating room due to safety and security protocols. The customer acknowledged that the damage resulted from an accidental liquid spill and requested full unit replacement and unit was getting replaced.